Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The photo was returned to us cq for evaluation. The us cq team conducted a visual inspection of the returned device from attachment (source file-re rrc-115-placa dhs 281.140-l 85p9602 visual analysis of the video revealed that dhs 135° 4ho l78 standard barrel sst the dhs/dcs lag screw was not able to assemble in the sleeve and no other issues were identified. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for dhs 135° 4ho l78 standard barrel sst. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - a manufacturing record evaluation was performed for the finished good lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: part: 281.140 lot: 85p9602 manufacturing site: jabil grenchen release to warehouse date: 11 february 2021 a manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device and the depuy synthes team forwarded the physical sample to grenchen (manufacturer) to perform manufacturing investigation. Visual analysis of the returned sample revealed that the dhs 135° 4ho l78 standard barrel sst has slight traces of use on its surface. The laser etch on the part confirms the article/lot number combination in the complaint description. A dimensional inspection was performed for the dhs 135° 4ho l78 standard barrel sst and did not met specifications. It can be concluded that the out of specification condition was not detected during the defined control points in manufacturing. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the dhs 135° 4ho l78 standard barrel sst would contribute to the complained device issue since, the received condition of the complaint part agrees with the complaint description that plate does not have the internal chamfer. The dimensions of the barrel of the complaint part are not within specification according to the applicable drawing: the complaint is rated as confirmed and valid since a manufacturing related issue was identified at the broaching step. Relevant actions have been taken to address the issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed the following drawings reflecting the current and manufactured revisions were reviewed: -dhs-plate aaa *-bb holes dimensional inspection: feature: inner diameter measured dimension: out of specification device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product code: hrs. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that before a femur fracture procedure, surgical scrub nurse noticed that there is a lack of fitting (chamfer/socket) for the sliding pin. So when the pin is put in, it does not go in. The plate does not have the internal chamfer. Another plate available in the kit was used to complete the procedure. There was no patient involvement. This report is for (1) 135 deg dhs plate-standard barrel 4 holes/78mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.